Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead, no capture was observed. A revision procedure was performed and due to tissue in the helix, the physician did not want to reposition the lead. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix is retracted and tissue was entwined in the helix. Resistance and pressure testing was performed to assess the electrical continuity and insulation integrity of the lead. All measurements were within normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.